Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "saline breast implant rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on radius side assessed as surgical damage. And missing piece of shell assessed as inconclusive. Additional observations: crease fold observed. Wear abrasion observed on the device.

Event description:
Physician confirmed right side deflation.

Event description:
Device has been explanted and replaced.